Manufacturer narrative:
The following field was updated due to corrected information: b.5. Describe event or problem: it was reported that hemolysis occurred with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter. "On (B)(6) 2019 at 0835: 22 gauge x 1 inch bd nexiva IV catheter with lot number: 9137627 not working properly. Catheter was in the vein and would not draw blood/ or drew very slow to hemolyze specimen. Blue needless transfer device nor syringe did not work to draw blood/ or drew very slow to lead to hemolysis and patient being stuck additional times for blood. IV catheter flushed without problems. Catheter was discarded after being removed from patient. This event required adult patient to be stuck an additional time for IV placement and blood draw." Expiration date: 2022-04-30, item: 22 ga 1.00 in bd nexiva catheter, lot#: 9137627, reference#: (B)(4). H.6. Investigation: there were no samples or photos available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. H3 other text.

Event description:
It was reported that hemolysis occurred with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter. "On (B)(6) 2019 at 0835: 22 gauge x 1 inch bd nexiva IV catheter with lot number: 9137627 not working properly. Catheter was in the vein and would not draw blood/ or drew very slow to hemolyze specimen. Blue needless transfer device nor syringe did not work to draw blood/ or drew very slow to lead to hemolysis and patient being stuck additional times for blood. IV catheter flushed without problems. Catheter was discarded after being removed from patient. This event required adult patient to be stuck an additional time for IV placement and blood draw." Expiration date: 2022-04-30, item: 22 ga 1.00 in bd nexiva catheter, lot#: 9137627, reference#: (B)(4).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that hemolysis occurred with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, on (B)(6) 2019 at 0835: 22 gauge x 1 inch bd nexiva IV catheter with lot number 9137627 not working properly. Catheter was in the vein and would not draw blood/ or drew very slow to hemolyze specimen. Blue needless transfer device nor syringe did not work to draw blood/ or drew very slow to lead to hemolysis and patient being stuck additional times for blood. IV catheter flushed without problems. Catheter was discarded after being removed from patient. This event required adult patient to be stuck an additional time for IV placement and blood draw." Expiration date: 2022-04-30, item: 22 ga 1.00 in bd nexiva catheter, lot #: 9137627, reference #: 383512. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.